Manufacturer narrative:
The device was not returned for evaluation. We could not specify the root cause of the event since it was not returned. However, it was likely that the defect was caused from the scope catching on the mouthpiece and coming off when the scope was withdrawn, or due to external factors or handling. As the subject device had been used in conjunction with the distal hood manufactured by another company's product, the causal relationship with the suggested event is unknown. The device history record was reviewed, and confirmed the device was shipped in accordance with specifications.

Event description:
A user facility reported to olympus, that after using the evis lucera gastrointestinal videoscope,.it was noticed, that the tip hood of the endoscope had fallen off into the patients oral cavity. It was believed, that the scope was caught in the mouthpiece and came off when the scope was pulled out. After returning to the hospital ward, the nurse found it in the patient's mouth and removed it. There was no patient harm.